Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the electronic pt gas system (epgs) could not obtain greater than 10l/min max flow. The epgs passed all operational tests up to this point. There was no pt involvement.

Manufacturer narrative:
Evaluation is in process, but not yet concluded. No issues or problems were reported by the customer. The service repair technician (srt) replaced the flow valve in the epgs.